Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced infusion set tubing detached from connector. Infusion set has been used for 15 minutes. The blood glucose level was high. Therefore, patient was treated with correction multiple daily injection customer replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.